Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that unit had defective comb. Follow up is being conducted for additional details.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: on march 9, 2018, it was reported that the device has a defective comb. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) once as documented in the repair reports in livelink. The last repair was september 21, 2016 where it was reported that the device required repair/ calibration and the roller, cutter and side plates were replaced. This is not a related issue. Product review of the skin graft mesher by medicrea on march 9, 2018 revealed that the mesher was completely out of service and was impossible to use. Repair of the skin graft mesher was not performed by medicrea since the customer asked for the device to be destroyed on march 15, 2018. The reported event was confirmed since during product review the mesher was completed out of service, including the comb. The root cause of the defective comb could not be determined with the provided information since it is unknown how the damage occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information.